Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 08, 2020 that a hot axios stent was implanted in a transgastric position to treat a walled off necrosis during a gastric wall placement procedure performed on (B)(6) 2020. According to the complainant, approximately 2 weeks post stent placement procedure, the patient presented with nausea and pain. On (B)(6) 2020, an endoscopy procedure was performed and it was confirmed that the axios stent was obstructed with necrotic material. Reportedly, a double pigtail was placed. After another week, the patient presented back for an emergency procedure and underwent an open surgery for a perforated cyst. Reportedly, the stent was removed during the surgery. The relationship between the axios stent and the perforated cyst is unknown. Reportedly, the patient is expected to fully recover.